Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01530. It was reported the patient experienced ineffective therapy. X-rays indicated that both of patient's leads migrated. As a result, the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.